Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button has stopped functioning. It was also reported that the customer received multiple ongoing occlusion alarms. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source, and that there were small air bubbles in the patient line. Customer reported a blood glucose level of 449 (mg/dl) at the time of the call that was addressed with an insulin pen injection. Customer reported that they would revert to insulin injections for alternate insulin therapy.